Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation at the manufacturer service center, the oxygen was not able to be adjusted. The devices 3 way solenoid valve needs to be replaced to address the issue.